Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
An affiliate reported a catheter exit-site/tunnel tract infection (abdomen) on biopatch site (id44152-2.5 cm biopatch with 7.0 mm center hole with multilingual IFU). On (B)(6) 2019, the patient noticed a poking sensation around exit site, so he opened dressing and checked his exit site. The exit-site was clean, no discharge, no erythema, so he changed new biopatch at exit-site. On (B)(6) 2019, he notices slight bulky at area around exit site but no erythema, no pain and no discharge. On (B)(6) 2019, he started feeling of pain and erythema at area around the catheter exit site, so he decided to go to the hospital on (B)(6) 2019. He was reviewed by study team (pi) in peritoneal dialysis center. On examination of abdomen, erythema 6 x 7 cm around catheter exit site, external cuff is partially exposed, slight purulent discharge present. The tunnel tract is tender on palpation. He was advised for admission for intravenous antibiotics to treat as per catheter exit-site/tunnel tract infection. The wound culture grew (B)(6) and patient underwent pd catheter removal on (B)(6) 2019. He is currently on IV antibiotics and temporarily switch to hemodialysis. The insertion date was (B)(6) 2018. The patient takes care of the wound at home changing dressings once a week using povidone iodine.

Manufacturer narrative:
The device was not returned for evaluation. Complaint cannot be confirmed. The DHR of fg lot 2281970 was reviewed and no anomaly was reported during the manufacturing and packaging processes that can be associated to the reported condition. The root cause for this event cannot be determined. (B)(4).

Event description:
N/a.